Event description:
It was reported the lead was repositioned multiple times which meant that the helix was extended and retracted multiple times. It was noted that after many attempts the helix appeared to be jammed in the body of the lead on the final attempt to position the lead. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, there was blood in/on the helix/lobe mechanism.